Event description:
It was reported that the armada balloon dilatation catheter reached and dilated the heavily calcified lesion in the anterior tibial artery at nominal pressure (8 atms) without issue. The armada was unable to be removed from the ht command guide wire. The guide wire became kinked while a large amount of force was applied on the armada to remove it from the wire, but it could still not be removed. All devices were removed from the patient as a single unit. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure due to this device issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). Use of excessive force. The device was returned for analysis. The reported resistance with the balloon catheter was unable to be confirmed; during device analysis the guide wire was removed from the balloon catheter with no resistance noted. The reported kink was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Based on the reviewed information, no product deficiency was identified. The armada 14 referenced is being filed under a separate MFR report number.